Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.